Manufacturer narrative:
(B)(4).

Event description:
New information indicated the lead exhibited loss of capture. The procedure occurred without complications and the patient was well post procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited an unspecified malfunction. The lead was explanted and replaced. No patient symptoms were reported. No further information could be obtained.